Event description:
While removing stent from rca catheter was snagged proximally resulting in the stent being stripped from the balloon catheter. Stent became lodged at the aorto-ostial junction. Multiple attempts to snare stent were unsuccessful.